Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the wire lumen. Microscopic inspection revealed a burst in the balloon material, 1 mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 30mm in length target lesion was located in the moderately tortuous, severely calcified, and 2.75mm in diameter left anterior descending artery (lad). A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to treat and dilate the target lesion. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 30mm in length target lesion was located in the moderately tortuous, severely calcified, and 2.75mm in diameter left anterior descending artery (lad). A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to treat and dilate the target lesion. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.